Manufacturer narrative:
Batch review performed on 2 jan 2025 lot 2008201: (B)(4) items manufactured and released on 21-oct-2020. Expiration date: 2025-oct-08. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised. Batch review performed on 2 jan 2025 on moto partial knee 02.18.tf4.rm tibial tray fix cemented s4 rm (k162084) lot. 2004985. Lot 2004985: (B)(4) items manufactured and released on 02-sep-2020. Expiration date: 2025-aug-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting pain due to femoral and tibial components mobilized. About 4 years after the primary surgery, the surgeon revised all components to revision components (augments used on the distal and posterior femur due to bone loss. A primary would not have been sufficient.). The surgery was completed successfully.